Event description:
Boston scientific received information stating: lead position was not good and had to be explanted out and replaced with a new rv lead. Implant date (B)(6) 2004, explant date (B)(6) 2011. Hospital: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).